Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had malfunctioned. A field service engineer inspected the drawer for debris and found none, replaced the retractor band, and reconnected the row board cable to rectify the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main 3.2 b row cubies was not detected. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.